Event description:
It was reported that during an ureterorenoscopy procedure, the fiber was plugged, then when the physician pressed the pedal to activate the fiber and started lasering, the fiber snapped. The procedure was completed using an alternative device. There were no patient complications.

Event description:
It was reported that during an ureterorenoscopy procedure, the fiber was plugged, then when the physician pressed the pedal to activate the fiber and started lasering, the fiber snapped. The procedure was completed using an alternative device. There were no patient complications.